Event description:
It was reported that the procedure was to treat in-stent restenosis of a mini vision stent that was implanted a few years ago in the distal left circumflex artery. A 2.0 x 15 nc trek rx dilatation catheter was advanced without resistance and inflated for the first time at 12 atmospheres (atms); however, on the second inflation the balloon ruptured at 16 atms. The 2.0 x 15 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a non-abbott balloon was used for further dilatation. The procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown mini vision stent referenced is being filed under a separate medwatach report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.